Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparotomy procedure, while cutting the small bowel, the stapler got stuck in the small intestine and had to be removed by cutting. There was also an incomplete staple line. They had to make an extra resection to the small intestine and over sew manually.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. The single-use loading unit (sulu) was received fully applied and the interlock was engaged. Microscopic inspection noted no knife blade damage and anvil strike marks were noted on the anvil side of the instrument. The sulu was reset and loaded with staples from a test loading unit. The sulu was then loaded into the returned instrument. The instrument and sulu were applied to the appropriate test media with acceptable results. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparotomy procedure, while cutting the small bowel, the stapler got stuck to the small intestine and had to be removed by cutting. There was also an incomplete staple line. They had to make an extra resection to the small intestine and over sew manually.